Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device failed plunger force calibration. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed plunger force calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8110 failing plunger force calibration. Technical support: 1. Replace housing assembly. 2. Return the module to the factory. Recommend to send unit in for flat rate pricing due to split nut being worn. Biomed will get a po and call back for a RMA. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/23/2016 to present date 01/17/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: caller has an 8110 module failing plunger force calibration. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.